Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the screen will not turn on. No patient involvement was reported.

Manufacturer narrative:
.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power.